Event description:
It was reported that the patient did not feel stimulation and that he was not sure if therapy was even on since he reportedly did not know how to use the patient programmer. It was reported that the patient felt more pain in his back, above the buttocks. It was noted that the patient said he had been walking more. It was noted that the patient had difficulty walking before the implant. It was reported that the patient¿s back fusion surgery was unsuccessful and gave him more lower back pain right above his buttocks. It was later reported that the patient had reprogramming done on (B)(6) 2013 to try to cover a ¿brand new painful area.¿ the patient reportedly ¿apologized profusely¿ to the health care professional for his ¿mistake in calling medtronic.¿ he was reportedly shown many times how to operate both his patient programmer and recharger and returned demonstrated use of both. He reportedly ¿felt still and stupid¿ because he was afraid to turn the device on. It was noted that the patient was recharging every day and he was advised to charge every week. Additional information received reported the patient was seen post implant and his device was reprogrammed to better cover pain areas. The patient was seen again on (B)(6) 2013 because he complained of less than adequate relief; the patient also experienced left buttock to foot pain and numbness. Reprogramming was performed and changes were made on pulse width, rate, and electrode selection. It was noted the patient thought it ¿may be a little better.¿ the patient was ¿advised to keep a pain score log for a few days, turn off device for a few days and keep pain log, then to restart device for a few days and continue keeping pain log.¿ the patient was then advised to call the manufacturer¿s representative after keeping the pain log to discuss the results. No patient injury had been reported at this time. Additional information received reported that the patient was complaining that his valium was being cut back and that the he did not feel that the device was helping his pain. It was noted that the patient thought that it might be making his pain worse. The manufacturer¿s representative was going to attempt to meet with the patient on june 14, 2013. It was later reported that the patient was still at odds with the clinic about his valium dose, and the patient¿s left knee pain had mostly resolved on its own. It was noted that the patient still had complaints of left leg to foot pain that was only ¿a little better¿ without stimulation. It was noted that this was similar to trial results. It was reported that four new programs were added to try for full coverage of left sided pain. Additional information received reported the patient still felt very little pain relief. It was noted the patient planned to have the device and lead removed most likely in (B)(6) 2013 or later. Additional information received reported that the patient was scheduled for all or partial spinal cord stimulation system explant on (B)(6) 2013. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received reported that the ipg and cut lead were returned to the manufacturer for disposal. It was noted that the device was not replaced with one from the same manufacturer. It was noted that the device ¿never had therapeutic effect.¿ it was noted that the device was used in the patient for pain treatment. There was reportedly no patient death or injury. It was noted that the patient recovered without sequelae after the device was removed. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), product type lead. (B)(4).

Event description:
Additional information reported the patient's implantable pulse generator (ipg) and partial, cut lead were removed "yesterday by dr. (B)(6) at (B)(6) medical center. It was noted that the device would be returned. It was noted that the patient's pain had been continually worsening, and that "he learned he was in dire need of a hip replacement, and his ortho doc said his pain issues should be resolved afterwards." If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the lead (sn (B)(4)) found no significant anomaly, however it was noted that the lead body had been cut. Analysis of the ipg (sn (B)(4)) found no significant anomaly.